Manufacturer narrative:
The evaluation found the light emitting diodes (led) on the front panel continuously blink due to a defective power supply and no image displays from serial digital interface (sdi) output due to a defective (cm) circuit board. Additionally, a component on the (ap) circuit board was broken, the receptacle is loose, and the cables are rusty. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The asset/loaner visera elite video system center was returned to olympus. There was no complaint associated with the device. Upon inspecting and testing, olympus (omsi) became aware that the light emitting diodes (led) on the front panel continuously blink due to a defective power supply and no image displays from serial digital interface (sdi) output due to a defective (cm) circuit board. No death, injury or harm was reported to olympus. This report is being submitted to capture the leds on the front panel continuously blinking and the no image defect.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the front panel blinking light was due to a faulty power supply. The root cause of this event was unable to be identified. Additionally, it¿s likely the loss of the serial digital interface (sdi) image was due to a damaged circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.